Manufacturer narrative:
Other text: b3: date of event is unknown. H6 evaluation codes: updated. One infusion pump was received for evaluation. Visual inspection found the tamper seal to be missing. The device was observed to have a bubbled downstream occlusion (dso) seal. The device?s event history log was unable to be reviewed. To conduct functional testing, the device had an accuracy test performed. The reported problem was unable to be replicated. The cause was not established. The dso was replaced, and the device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously, related to the customer stated problem.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is under infusing. This issue was found during functional testing. No clinical or patient involvement.